Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached an unknown level. The issue happened while they were in new york but no other information was provided with the patient. It was unknown how the patient was treated or when they were released from the hospital. Three follow ups were attempted but no new information was provided.